Event description:
Follow up information received reported that the patient was reprogrammed and was doing "great". If additional information is received, a follow-up report will be sent.

Event description:
It was reported that a loss of therapeutic effect occurred. The patient experienced a significant increase in pain since she had back surgery 2011 (B)(6). The patient was programmed at 3.20 volts and when stimulation was increased to 3.21 volts the patient was overstimulated. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3887, lot # l72786, implanted: 2000 (B)(6), explanted: unk, lead model 3888, lot # n22757, implanted: 1999 (B)(6), explanted: unk, extension model 37083, serial # (B)(4), implanted: 2006 (B)(6), explanted: unk, patient programmer model 37742, serial # (B)(4), implanted: 2006 (B)(6), explanted: unk, extension model 37083, serial # (B)(4), implanted: 2006 (B)(6), explanted: unk.